Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during basal delivery. Customer's blood glucose (bg) level was in the mid 200 mg/dl range. Reportedly, the customer's bg level was addressed by loading a new cartridge, and resuming insulin.